Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed successfully by the user on (B)(6) 2010 and that it had performed up to and including the (B)(6) 2017. The pad-pak was removed and reinstalled on (B)(6) 2017 and the device failed an auto self-test due to a low battery. An additional two self-test fails due to a low battery were recorded up to and including the last log entry on (B)(6) 2017. Investigation found the fault can be attributed to membrane failure. There were no manual power ups of ten minutes in duration recorded in the history log, however measurements taken during investigation alongside an access current drain indicates a failing membrane, with no fault being reported with a known goof membrane installed. The low battery fails detailed in this report were likely due to an incorrectly seated pad-pak or the user inserting a partially depleted pad-pak. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device switches on automatically.